Event description:
Patient reported they are nearing the end of treatment and they have very little change in their teeth. They also reported their dentist strongly recommended them to discontinue aligners due to developing gum issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.